Event description:
The powerheart AED g3 pro was used during a rescue attempt. When the user removed the electrodes from the liner, the adhesive gel remained on the blue liner. New electrodes were brought from the ambulance adding another 2-3 minutes to the rescue. The AED was shut off during this time. No shocks were delivered. The patient was transported to the emergency room where patient's heart regained normal rhythm.

Manufacturer narrative:
The electrodes have not been returned to the cardiac science corporation manufacturing facility, once the product is available, an investigation will be conducted and the results will be provided in the follow-up reports.